Event description:
The patient had an extensive surgical history for six months prior to herniorrhaphy; including post-sigmoid resection infection. Devitalized alloderm was used, fascia was debrided and discarded during incision and drainage. Wound culture revealed klebsiella. Presacral percutaneous aspirate was cultured negative, but it appears there was a clinical diagnosis of rectal fistula; the patient underwent percutaneous drainage.====================== health professional's impression======================the patient is an rn who removed one of the three jackson pratt drains on her own at home